Manufacturer narrative:
Clinical review: a temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s syncope and fall that led to hospitalization. Currently, there are no reported allegation or objective evidence that a liberty select cycler malfunction or product deficiency caused this event. Additionally, it was confirmed with the patient¿s nurse that the patient did not trip over any fresenius products. While the exact cause of the patient¿s syncope was unknown, during hospitalization it was discovered the patient had covid-19 which is suspected to be associated with the nature of the event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient¿s point of contact (poc) reported that the patient on peritoneal dialysis (pd) had a syncopal episode and fell while getting up to use the bathroom during a pd treatment with the fresenius cycler. There were no reported allegations of a product malfunction or issue in relation to this event. Additionally, there were no reported trips/falls over the dialysis equipment. The cause of the event was unknown at the time of initial reporting. The patient was hospitalized for the event. Additional information about this event was obtained through a follow-up with the reporting nurse who confirmed the patient experienced loss of consciousness and fell on (B)(6) 2022 while getting up to use the bathroom during a pd treatment with the fresenius cycler. The nurse was not able to provide the phase of pd treatment when this occurred. While hospitalized it was discovered the patient had covid-19. The patient also sustained a fracture in the tibia. Per the nurse, the patient continued pd treatments and was subsequently discharged on. (B)(6) 2022. The patient continues pd treatment with the same cycler at home. The nurse confirmed the patient did not trip over any fresenius products. Additionally, it was indicated there were no issues with the pd treatment and the patient did not have low blood pressure. Moreover, the nurse stated there were no alarms or malfunctions with the cycler during the treatment. The nurse reported that the cycler is not suspected in any way to have caused the event. It was indicated concomitant covid illness was suspected to have led to patient loss of consciousness (and subsequent fall) during the pd treatment.

Event description:
A patient¿s point of contact (poc) reported that the patient on peritoneal dialysis (pd) had a syncopal episode and fell while getting up to use the bathroom during a pd treatment with the fresenius cycler. There were no reported allegations of a product malfunction or issue in relation to this event. Additionally, there were no reported trips/falls over the dialysis equipment. The cause of the event was unknown at the time of initial reporting. The patient was hospitalized for the event. Additional information about this event was obtained through a follow-up with the reporting nurse who confirmed the patient experienced loss of consciousness and fell on (B)(6) 2022 while getting up to use the bathroom during a pd treatment with the fresenius cycler. The nurse was not able to provide the phase of pd treatment when this occurred. While hospitalized it was discovered the patient had covid-19. The patient also sustained a fracture in the tibia. Per the nurse, the patient continued pd treatments and was subsequently discharged on (B)(6) 2022. The patient continues pd treatment with the same cycler at home. The nurse confirmed the patient did not trip over any fresenius products. Additionally, it was indicated there were no issues with the pd treatment and the patient did not have low blood pressure. Moreover, the nurse stated there were no alarms or malfunctions with the cycler during the treatment. The nurse reported that the cycler is not suspected in any way to have caused the event. It was indicated concomitant covid illness was suspected to have led to patient loss of consciousness (and subsequent fall) during the pd treatment.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.